Event description:
The tech alleged that the side rail functions work when lowered but not raised. The lights on the side rail intermittently blink erratically. No pt impact.

Manufacturer narrative:
Tech found that there was fluid ingress on the user control module. The tech replaced the user control module board and cable to resolve the issue.